Event description:
Customer received a blood glucose result of 511mg/dl and went to the hospital. At the hospital they received a result of 366mg/dl and the customer's device read 553mg/dl. The customer was given an IV and insulin. The customer had also taken 9 units of humalog before going to the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.